Event description:
It was reported to boston scientific that during an upper endoscopy procedure, the injection gold probe bipolar catheter needle would not retract. Another of the same device was used to complete the case, the patient is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.